Event description:
After the device was clipped to the heart and the patient taken off bypass, the surgeon dr (B)(6) noticed more bleeding than normal on the back side of the clip. The patient was put back on bypass, and the surgeon decompressed the heart. He then used bio glue on the clip. The clip was left in place, the patient was taken off bypass and is doing fine.